Event description:
The customer contacted baxter's service center regarding a check heater line alarm which occurred on the home choice (hc) during fill 1. The caregiver (cg) stated that she had an issue with the set up from the start during prime, so the home patient (hp) switched out the heater bag and not the rest of the supplies. The technical service representative (tsr) advised the cg to reset up again with new supplies and advised that she could not just replace one item on the set up, and that she must replace everything. The tsr assisted the cg to end therapy and get the door open. She would reset up again. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the cg on (B)(4) 2012. She stated that they had received the first check heater line due to a bad frangible on a green bag. The patient had then switched out the heater bag, and the alarm repeated during fill 1. The patient then started over with all new supplies and was able to complete therapy. Proper procedures were reviewed with the cg regarding switching out a partial set up. Therapy has been going well since, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error, reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.